Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and the lead was damaged at implant.

Event description:
It was reported that during implant of the right atrium (ra) lead the lead was abandoned and replaced by an active fixation lead due to the patient's anatomy. No patient complications have been reported as a result of this event.